Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. The device was not returned and pictures were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for the second device. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
Cmp- (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00698. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two arcos 3.5 drivers have broken. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.